Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4)and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twenty six times as documented in the repair reports in livelink. The last repair was april 14, 2016 where it was reported that the device was sent in for a loaner return and the roller, worn bushing, worn side plates, damaged comb, and gears were replaced, the ratchet was also repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on january 31, 2017 revealed that the comb was damaged. The 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) had their worn bushings and gears replaced and both produced a passing test cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 31, 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device did not close completely¿ was non-verifiable since during initial inspection there was no sufficient information to confirm the reported event. The reported event ¿that the device was unable to mesh¿ was confirmed since during initial inspection the technician noted that the comb was damaged. The root cause that the device did not close completely could not be specifically determined with the information that was provided. The root cause that the device was unable to mesh was due to the damaged comb. The issue was resolved with the replacement of the roller, damaged comb, and gears.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not close completely and it was unable to mesh. No adverse events have been reported as a result of this malfunction.